Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found cleaning brush passage in the instrument/forceps channel was not possible due to a foreign object. In addition to the reportable malfunction, the bending section cover adhesive had a crack. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning and the device was presoaked in detergent solution. Water was aspirated through the instrument/suction channel. The instrument channel, instrument channel port, and suction cylinder were wiped/brushed, but the brush would not pass through the instrument channel. There were no abnormalities reported in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the cleaning brush gets caught in the instrument channel of the evis exera iii duodenovideoscope. The issue was found during t was found during an endoscopic retrograde cholangiopancreatography, which was completed with another duodenoscope. The procedure was prolonged and the anesthesia extended, by about 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that there was foreign material in the biopsy channel; however, the specific material could not be identified. There was no obvious deviation from the customer¿s reprocessing steps per the instructions for use (IFU) noted. Therefore, the root cause could not be determined. The event can be detected/prevented by following the IFU which state: ¿operation manual. 5.1 troubleshooting: the countermeasures against irregularities are described in this chapter. If any irregularity is observed during the inspection described in chapter 3, preparation and inspection,¿ do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity.¿¿ olympus will continue to monitor field performance for this device.